Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise that was not oversensed due to dislodgement. A revision procedure was performed where the physician attempted to reposition the lead. However, the physician was unable to re-extend the helix during the repositioning process. Subsequently the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Analysis confirmed the helix issue noted in the field. An x-ray showed necked down inner coil at the terminal end, however the lead passed electrical testing indicating the conductor coils were intact. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of noise or dislodgement.

Event description:
This report is being filed to submit the analysis results.